Manufacturer narrative:
The approximate date of implantation is 2010 (specific date not reported). This report is submitted on september 5, 2019.

Event description:
Per the clinic, the patient developed and infection and purulent discharge at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The implanted device remains insitu. The patient continues to be clinically managed by their healthcare provider.